Manufacturer narrative:
Steris obtained additional information regarding the reported event. User facility personnel confirmed that the rapicide pa high-level disinfectant bottle was bulging during handling and contrary to the initial report did not "explode". When the employee opened the bottle in the sink, the rapicide pa high-level disinfectant leaked out contacting the employee who was not wearing proper ppe. The employee obtained "burns" to their arms, neck, and face and went to the emergency department. It is unknown if the employee received additional medical treatment. The rapicide instructions for use states, "harmful in contact with skin. Causes severe skin burns and eye damage. Harmful if inhaled. May cause respiratory irritation. Precautionary statements: do not breathe dust/fume/gas/mist/vapors/spray. Wear protective gloves/protective clothing/eye protection/face protection. If on skin (or hair): take off immediately all contaminated clothing. Rinse skin with water/shower." A steris account manager offered in-service training on the proper use and handling of rapicide pa high-level disinfectant; however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
The rapicide pa high-level disinfectant bottle subject of the reported event was disposed of by user facility personnel and is not available for evaluation. Without the return and evaluation of the product, the cause of the event could not be determined. The user facility was unable to provide the lot number for the rapicide pa high-level disinfectant; therefore, a review of the device history record and complaint review could not be performed. The steris account manager has made multiple attempts to obtain additional information regarding the event however, the user facility could not provide further information. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported that a bottle of rapicide pa high-level disinfectant allegedly "exploded" while an employee was handling the product. The employee went the emergency department and was placed through the decontamination shower. It is unknown if the employee sought or received additional medical treatment.